Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 22 mg/dl at the time of the incident. The customer was advised by their diabetes educator that the pump may be over delivering. The customer was at 271 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as being unresponsive. The customer and high blood glucose of over 500 mg/dl during the past few days. The customer woke up at 515 mg/dl and believes its was a result of all the dextrose she had the previous night. The insulin pump will be returned for analysis.